Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed via log file analysis. Review of the submitted log files revealed persistent driveline communication fault alarms throughout the reviewed duration. The modular cable was returned for analysis and revealed wire fatigue that could have caused the driveline communication fault alarms captured in the submitted log files. Examination of the outer jacket revealed gray discoloration along the length of the modular cable with signs of damage including kinking and a tear in the outer layer. Removal of the outer layers confirmed wire kinking with severed conductors of the yellow communication wire and partially severed conductors to the black ground wire. The damage appeared consistent with fatigue due to repetitive flexing over time. The root cause of the reported event was determined to be the severed conductors of the yellow communication wire on the modular cable. The relevant sections of the device history records for the modular cable, lot #8553477, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 2 ¿system operations¿ explains how to replace the modular cable. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 7 also addresses system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. G, is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 5 also address system alarm conditions, as well as the appropriate actions associated with each condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were submitted for review. The event log file captured constant driveline comm faults throughout the log file. The other comm line appeared to be intact since the data was still able to be viewed on interrogation. No pump stops were noted and due to persistent pulsatility index (pi) events and the constant driveline comm faults, the data capture was shortened to just several hours.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented at the clinic with a driveline fault alarm that had been occurring for over 2 weeks. It was noted that the patient fell due to weakness caused by hot weather outside on 17jul2024, which was around the time of the alarms. It was reported that there were no alarms directly associated with the fall. The patient then noticed a green/blue drainage from the driveline site following the fall. Pseudomonas was identified. Upon arriving in clinic, the patient had x-rays done to observe the driveline. Tech services evaluated the submitted x-ray images and noted it appeared there were no suspicious areas around the driveline. It was reported by the site that the driveline communication faults resolved following exchange of the modular cable and system controller. The patient was then admitted for a driveline site infection and received ongoing treatment with intravenous (IV) antibiotics and surgical debridement/vacuum assisted wound closure (wound vac).